Event description:
It was reported, the patient's implantable neurostimulators (ins) were implanted too deep and the patient could not recharge. The physician revised both pockets on (B)(6) 2012 and implanted the ins more superficial. Ideal coupling was confirmed during the case and post-operative. The patient recovered without sequela.

Manufacturer narrative:
Product ID, 3986a lot# n339618, implanted: 2012 (B)(6), product type lead; product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(4), product type lead; product ID, 37754 lot# serial# (B)(4), product type recharger; product ID, 37754 lot# serial# (B)(4), product type recharger; product ID, 37744 lot# serial# (B)(4), product type programmer, patient; product ID, 37744 lot# serial# (B)(4), product type programmer, patient; product ID, 37712 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator; product ID, 3708360 lot# serial# (B)(4), implanted: 2012 (B)(6). (B)(4).